Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the lead was returned severed and in two pieces. All of the conductor coils were cut and the high voltage (hv) cables were caught in the extracting stylet. A segment of the lead or insulation was missing from the mid section of the lead body. Each terminal had setscrew markings on it, and there was an extraction stylet stuck in the tip of the lead. There were suture tie downs on the lead body for extraction purposes, and the hv cable had been pulled proximally which tore the insulation in that area. The coils were extremely stretched on the proximal side, and they appeared to be pushed distally. There was tissue entwined on the distal coil as well as bodily fluid in the helix housing. Additionally, there was lead damage and cuts noted in the insulation, likely procedurally induced damage.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sudden drop in r wave amplitude, as well as pacing inhibition due to oversensing and noise. The lead was explanted and replaced as a result. To date, no additional adverse patient effects have been reported.